Event description:
It was reported that during a gastric bypass procedure, the 'tighten assembly' code showed up on the screen. Trouble shooting steps taken, still not working. Changed hand piece, still not working. A new device was opened and the case was completed without further problems.there was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the 'tighten assembly' code showed up on the screen. The device was functionally tested with a generator. During functional testing on gen11 and the relax pressure on blade and the instrument error screens was displayed.. The tighten assembly screen was not displayed as the blade tip was broken off. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as 'tighten assembly' or 'blade error detected' followed by a 'replace instrument' screen later in the procedure, and continued usage can result in a broken blade.